Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a component was disengaged. Nothing fell into the patient cavity. Anvil was placed via pursestring. Distal transection was performed with the green contour. The device was inserted properly, mated and cranked down successfully, green bar visible. Tissue was very thick. To confirm correct alignment of bowel, wing nut was turned counter clockwise to extend anvil for inspection of tissue. Anvil appeared to be tilted on side within proximal bowel prior to firing the device. Surgeon proceeded with closing device successfully. It was fired successfully with good donuts. Upon air test, bubbles were identified. Anastomosis was resected with a contour. Patient was given temporary colostomy.